Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
It was reported that the wake button became unresponsive after attempting to perform a bolus. Customer's blood glucose level was not impacted. Reportedly, the customer called back and indicated that the wake button worked again without any issues.